Manufacturer narrative:
Date sent to the FDA: 04/12/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2009. Mwr-(B)(4) submitted for adverse event which occurred on an unknown date. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent bilateral hernia repair surgery and revision of the previously placed mesh on (B)(6) 2010 during which the surgeon noted evidence of a medium sized direct hernia and the previously placed mesh which he noted to have pulled away from the pubic tubercle and coopers ligament. It was reported that the patient underwent bilateral hernia repair surgery and revision of the previously placed mesh on a unknown date during which the surgeon noted a sizable hematoma in his left groin. Previously placed mesh was trimmed in a piecemeal manner until about roughly an inch was removed. It was reported that the patient experienced severe pain, mesh dissection, mesh removal, stress and anxiety. No additional information is provided.